Event description:
I received a single injection of synvisc into my right knee, I was told that this single injection was now used instead of the normal 3 step procedure using a larger needle. About 3 weeks ago, I began feeling numbness and discomfort in my calf area and was having difficulty walking or standing still unable to put much weight on my right leg. I notified the doctor's office and spoke to a nurse who stated she was not aware of any such side effects related to this procedure, however, if these symptoms continued or got worst to call back and set up an appoint to see the doctor. I plan to do this monday as they are closed today. This tingling and numbness has moved to the entire leg at times even during sleep my hip begins to hurt in which it never did before. Dates of use: (B)(6) 2010-(B)(6) 2010. Diagnosis or reason for use: arthritis.